Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0504 - leak / splash. Patient problem code: f27 ¿ no patient involvement.

Event description:
Material #: 515052, batch #: 2203308. It was reported by customer that during sterile compounding of gemcitabine, the n35-o bd injector was leaking at the blue syringe connector piece. Verbatim: during sterile compounding of gemcitabine, the n35-o bd injector was leaking at the blue syringe connector piece.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no samples or photos received for investigation. In response to the event reported by your facility, a thorough examination of the device history was carried out for lot number 2203308. Our records indicate that this is the sole occurrence of this problem within this particular production batch. As per the product performance sampling plan, this lot was deemed acceptable and released without any defects being identified during the final assembly or visual inspections. To further evaluate the situation, three retained samples from lot 2203308 were subjected to additional scrutiny, and upon visual inspection, no damage or defects were observed in the optima locking injector across any of the devices. Regrettably, due to the unavailability of the affected unit for investigation, our quality engineers were unable to ascertain the root cause of this complaint. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification.